Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. To date, despite repeated attempts to contact the health care provider, there has been no response or return of the device for evaluation. There has been no allegation of a device malfunction or device failure. It has not been confirmed that the device was explanted; therefore, it is assumed that the device remains implanted. No report of an autopsy provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. It is unknown if the device was explanted. It is unknown if an autopsy was done. The date of death has not been confirmed. No cause of death has been provided. A device history record review is in progress.

Manufacturer narrative:
It was initially reported that the patient expired 2 days after implant of an annuloplasty ring due to unknown reasons. At the time of the report, it was unknown if the death was device related. The discharge summary and operative report have since been provided by the health care provider and give the cause of death as multisystem organ failure.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired after an implant duration of 2 days (0.07 months) due to unknown reasons. It is unknown if the death was device related.

Event description:
Per the discharge summary: operation: insertion of dod pacemaker on (B)(6) 2010. Coronary artery bypass grafting x9, mitral valve repair and upgrade of dde) pacemaker to right atrial left ventricular pacing with new left ventricular epicardial pacemaker lead and insertion of intra-aortic balloon pump on (B)(6) 2010. Summary: this (B)(6) gentleman presented to hospital with increasing fatigue and was noted to have a heart rate in the 30s and complete heart block. His family told me that he was quite active keeping his garden and his own house before that with no symptoms of chest discomfort. He had a pacemaker placed by [name redacted] on (B)(6) 2010. After that, he developed progressive symptoms of refractory congestive heart failure, not responding to diuresis. He developed progressive acute renal failure as well. He had urgent cardiac catheterization which showed a critical left main stem stenosis and significant diffuse disease in the right coronary artery. He had severe left ventricular dysfunction with a left ventricular ejection fraction of 15%. He had good targets. Extensive discussion was had with the patient and his family preoperatively regarding ongoing medical management with almost certain mortality versus very high-risk attempt at surgical correction of his problem with expected rocky postoperative course. They decided to go ahead with an attempt at surgical correction as the patient could not go on with his current quality of life in congestive heart failure basically bedbound. On (B)(6) 2010, he had extensive surgical revascularization bypassing all available branches with nine grafts. He had vein grafts to ami, am2, pda, pli, pl2, dl, lad, ramus and omi. We repaired a mitral valve, which was moderate to severely regurgitant seen on intraoperative transesophageal echocardiogram. He had a 30 mm imr ring. We upgraded his dod pacemaker with an epicardial left ventricular lead to increase his cardiac output. This was tunneled up through the chest and connected to his permanent pacer with capping of his previous right ventricular lead. We put an intra-aortic balloon pump to try and come off bypass. As expected, the patient struggled somewhat and had no vascular tone. We were able to get him out of the operating room, however. He stabilized initially, and actually made some ground in terms of coming down on his inotropes. He was started on cvvh immediately as he had no urine output, which was not surprising. Unfortunately, on the morning of (B)(6) 2010, he had deteriorated rapidly and coded. His potassium was quite high. He was not resuscitatible and died in the morning of the (B)(6). No autopsy was requested as the cause of death from multisystem organ failure was fairly apparent. The patient seemed to deteriorate over the last 24 hours mostly from his shocked liver. This case will be discussed at our usual morbidity and mortality rounds.